Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to rebreathing detected. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to rebreathing detected. There was no harm or injury reported. The respiratory therapist representative placed the device on a different patient and no rebreathing alarms were noted. The customer believes the issue was related to the patients condition. The rebreathing alarm is designed to alert the caregiver of an insufficient leak.